Event description:
Received a 3500 from the facility stating the following; a mitek vapr 90 degree hook electrode broke while the surgeon was performing an arthroscopic lateral release. The broken piece may or may not be retained in the knee.